Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that the device was inserted into pt and replaced with a new microsensor 224 hours later. Microsensor would not communicate with the icp monitor.